Manufacturer narrative:
The customer¿s report of the pca shutting down as a result of a communication issue was not replicated during this investigation however, channel disconnects have been confirmed through log review. Physical inspection showed mild contamination marks and fibrous material observed on the left iui pins. Mild corrosion on the right marks and smashed isolation ribs observed on the right iui pins. A review of the error logs of the pcu found no relevant malfunctions with the respect to the issue. A review of the event logs of the pcu shows that a channel disconnect occurred at 10:29:46 pm, the unit was removed at 10:29:47 pm, another channel disconnects occurs at 10:29:58 pm, and the unit was re-added at 10:31:29 pm. The pca was not re-programmed to infuse once the device was successfully re-added. The root cause of the customer's report could not be definitively determined.

Event description:
It was reported that the pca module shut down after two hours as a result of a communication issue. The pc unit and another module continued to infuse. No patent harm was reported.

Manufacturer narrative:
The device has arrived for investigation, however the investigation has not started. Although requested, patient demographic details were not provided. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
It was reported that the pca module shut down after two hours as a result of a communication issue. The pc unit and another module continued to infuse. No patent harm was reported.